Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that there was a constant low battery error. The image acquisition system (ias) shutdown as soon as it was unplugged. The user left the system unplugged for at least 48 hours and they never turned the system off. All the ias batteries were replaced. The system was fully functional. The radiologic technologists (rts) were instructed to turn system off at the end of the day and always have the system plugged in. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was left on and unplugged for 48 hours, draining the battery. The site stated they would charge it for at least 12 hours. No patient was present.